Manufacturer narrative:
(B)(4). The results of this investigation concluded the mechanical leaflets opened and closed completely, and multiple detached pieces contained fibrous pannus ingrowth with calcifications. Special stains were negative for organisms, and there was no acute inflammation. Calcifications were also present on the sewing cuff. There was no evidence found to suggest the cause of the pannus formation and calcifications were due to an intrinsic defect in the valve. The cause of the pannus formation and calcifications remains unknown.

Event description:
The patient underwent mitral valve replacement in with a sjm mechanical valve. Thirty-two years later, the patient presented with mitral regurgitation. The valve was explanted and replaced with a 25mm sjm epic valve. Pannus was reported to have formed on the subvalvular structures and a piece of pannus had become detached and lodged itself in the leaflets of the left ventricle side causing regurgitation. During the procedure, a tricuspid valvuloplasty was performed as a precaution. The patient is stable following the procedure. The physician believed the event to be caused by the pannus and was not due to the device.